Event description:
Consumer complaint of blood result reading of "lo." Another test performed also read "lo." Last 5 tests in memory: "lo", "lo", "hi", 103 mg/dl, "hi", "hi", "lo." No adverse event reported.

Manufacturer narrative:
No defect found with returned product. Most likely underlying root cause of malfunction: interferents present in user blood, user referenced different device during call, user had an inaccurate reference. Internal report number (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).